Manufacturer narrative:
The following patient information was requested, but was not available: weight, date of birth, pre-existing conditions and medications (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoprosthesis migration, improper component placement, endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the trunk ipsilateral leg endoprosthesis was deployed below the renal arteries, it was confirmed that the device moved distally. The amount of movement was requested but was not specified. As reported, the patients proximal neck angulation may have impacted device apposition. The exact angles was requested but was not provided. Patient anatomy was within the indicated margins for use and there was no calcification or thrombus noted within the proximal seal zone of the aortic neck. As a treatment, a gore® excluder®aaa endoprosthesis aortic extender component was added proximally. The procedure was completed without any endoleaks. During the postoperative follow-up examination, a type iii endoleak from the junction site between the aortic extender component and the trunk ipsilateral leg endoprosthesis was confirmed. The components were also reported to be dislodged. Reportedly this was caused by insufficient device overlap length. On (B)(6) 2022, a reintervention was performed and an additional stent graft was implanted to the junction site.